Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was superficial and a scab developed at the ipg site. Surgical intervention was undertaken wherein the wound was washed out and the ipg was repositioned deeper on (B)(6) 2023. Effective therapy was established postoperatively.